Manufacturer narrative:
The pt had multiple incidents of hypotension during this treatment that was terminated only due to the pt's symptoms. Facility's biomedical staff inspected the machine. He found an internal leak in the hydraulic circuit of the machine and he repaired it. The machine was scheduled to return to the pt care area for use. Facility's staff nurse stated that the facility's biomedical technician told her that a leak would have been noticeable under the machine. She said that fluid was under the machine, but at the time she had not realized that the leak was from the machine and did not relate the leak to a machine malfunction. Gambro renal products (grp) technical assistance services called facility's biomedical technician to determine what had been repaired in the machine. He offered a gambro clinical specilist's assistance.